Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil connecting to my colon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti and moved to my upper kidney"), nephropathy ("kidney disease") and anaemia ("anemia"). Essure was removed. At the time of the report, the device dislocation, nephropathy and anaemia outcome was unknown and the urinary tract infection had not resolved. The reporter considered anaemia, device dislocation, nephropathy and urinary tract infection to be related to essure. The reporter commented: on 11th april hysterectomy was performed. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, uti, kidney disease, anemia . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case (B)(4) was found to be duplicate to case (B)(4), all information was transferred from deletion case to retention case including events, reporter, source documents, reference numbers. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil connecting to my colon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti and moved to my upper kidney"), nephropathy ("kidney disease") and anaemia ("anemia"). Essure was removed. At the time of the report, the device dislocation, nephropathy and anaemia outcome was unknown and the urinary tract infection had not resolved. The reporter considered anaemia, device dislocation, nephropathy and urinary tract infection to be related to essure. The reporter commented: on 11th april hysterectomy was performed. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, uti, kidney disease, anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil connecting to my colon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti and moved to my upper kidney"), nephropathy ("kidney disease") and anaemia ("anemia"). Essure was removed. At the time of the report, the device dislocation, nephropathy and anaemia outcome was unknown and the urinary tract infection had not resolved. The reporter considered anaemia, device dislocation, nephropathy and urinary tract infection to be related to essure. The reporter commented: on (B)(6) hysterectomy was performed. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, uti, kidney disease, anemia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.